Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use and resistance was encountered upon insertion. The device failed to cross the lesion. It was noted that the stent had dislodged outside the patient. The procedure was completed with a non-bsc device of a different size. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis, however, no stent was returned. The balloon wings were open and relaxed and there was evidence of medium inside balloon chamber. It appeared that the balloon had been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use and resistance was encountered upon insertion. The device failed to cross the lesion. It was noted that the stent had dislodged outside the patient. The procedure was completed with a non-bsc device of a different size. No patient complications were reported.